Manufacturer narrative:
(B)(4).

Event description:
A consumer reported a loss of therapy. The consumer wanted to meet with a manufacturer representative because the stimulator was ¿not working, it¿s not doing anything.¿ the problem started in 2014 and he had had adjustments but nothing had helped. The consumer had not had any falls or trauma. Follow-up was being conducted to determine steps taken and resolution of the reported issue. If received, this event will be updated. Indication for use included non-malignant pain.